Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: bradycardia requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the pt underwent stenting of the mid rca (no pre-dilatation) with a xience stent. Two months later, the pt experienced bradycardia and was hospitalized. The bradycardia was treated with implantation of a permanent pacemaker. No additional event or pt info is available.